Manufacturer narrative:
D4: UDI - not required for the reported product code/lot number combination. The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information, and retention samples of the involved product/lot number combination. Visual inspection revealed no defects. Functional testing could not reproduce the reported failure. A review of the lot history files was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection, sensory inspections, and functional testing and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction. Without the return of the actual device the exact cause cannot be definitely determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
The user facility reported a needle stick when using the involved device. Follow up communication with the user facility reported: I need some help we recently changed our safety needles to a new company (terumo) since our new change we have had one employee with a needle stick. Employees have mentioned this new needles are very weak, needles bend easily and its hard to put the safety clip on. Additional information was received on 8/17/17. They tried locking the 3cc 25g x 1" needle on a hard surface and the needle bent along with the sheath at which time the needle stuck her. It was reported that they are having issues with the entire box of product, saying tightening the needle to the syringe is like using a screw that's shredded. There was no impact to the patient being treated and the injection was not affected. After the needle stick the nurse was tested and the results came back negative.